Manufacturer narrative:
A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that after five minutes of treatment using a polyflux 14l dialyzer, the patient experienced itchy skin, throat tightness and fatigue symptoms (no further details). The treatment was discontinued without blood restitution and unknown medical intervention was provided. At the time of this report, no further detail was provided regarding the medical intervention or patient outcome. No additional information is available.